Manufacturer narrative:
H3: the power supply board and pcba board were returned to the manufacturer for analysis. Power supply was tested by using cba IV pro 58250-1015 cba4/p computerized battery analyzer pro 45049. Bench test failed. Output voltage drifted to 5.171vdc. Power supply board supply board was installed in a system. The system booted and readied several times. Multiple 2d and 3d images were taken with out issue. No fault found. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the starter kit for the imaging system was returned to the manufacturer for evaluation. Testing found that a known operational I maging system would not initialize with the unit installed. It was noted that the generator in particular would not ready. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The generator boaster board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power supply 1, booster board, starter board, and generator supply board was replaced. The imaging system then passed the system checkout and was found to be fully functional. Devices were returned to medtronic, but analysis was not completed at the time of filing. Other relevant device(s) are: product ID: b i71000576, serial/lot #: (B)(4) : s/n (B)(4). Product ID: bi71000450, serial/lot #: (B)(4): s/n (B)(4). Product ID: bi71000577, serial/lot #: (B)(4) : s/n (B)(4). Product ID: bi71000230, serial/lot #: (B)(4): s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that, upon boot up and 25 minutes into the using the system, the system was beeping upon bot up. The system was stuck on initialization. It was later noted that the rad and gain calibration error was on the mobile view station (mvs) being 52 days over due and the navigation was disabled. There was no patient present when this issue occurred.